Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. 66056768 - palacos r+g fast - 68261370. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 6 months post-op, the patient was experiencing anterior knee discomfort and the surgeon deemed that the patella wasn't seated properly from x-rays. The surgeon noted that this most likely occurred during the primary surgery, potentially from the cement curing too fast. Subsequently, the patient was revised. During the revision, the surgeon confirmed that there was no loosening with their hands and with attempts to move with surgical instruments. There were no other malfunctions noted to the patella prior to or during surgery. Attempts have been made and all available information has been provided.